Manufacturer narrative:
Date of this report: date should be april 13 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Implant and explant date unknown. Facility information not provided by reporter. Facility reported: date of report: 29 feb 2016 reported to the FDA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint handling unit received a maude report forwarded from (B)(6); this report is against user facility#mw5060697. Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached, this complaint is for one device. This report is 1 of 1 for (B)(4).